Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), dermatitis allergic ("allergy: rash /skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea (" nausea"), visual impairment ("vision probs") and nervous system disorder ("neuro condit /prob") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, urinary tract infection, vaginal infection, dermatitis allergic, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, visual impairment and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries /sympt. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) conducted, (unspecified): yes result : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury to herself were updated pelvic pain, abdominal pain, dyspareunia, apareunia, dysmennorhea, gen abnorm bleed, bladder probs., urinary probs., bladder infect., urinary tract infection, vag. Infect., vag. Discharge, allergy: rash /skin condition, fatigue, hair loss, hormonal changes, migraines, headaches, nausea, neuro condit /prob, vision probs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.